Event description:
It was reported that the patient was hospitalized few hours after discharge after the implant procedure of implantable pulse generator (ipg) system. Patient experienced abdominal pain, large untreatable mesenteric infarction, small bowel occlusion and significant intramuscular and subcutaneous emphysema next to the ipg device. Patient died on the third post implant day. Autopsy was not performed. Additional information regarding the cause of death was requested and the cause of death was determined as mesenteric infarction and the death was marked as ¿not related¿ to procedure or device. It was further reported that the patient death was related to the implant procedure of the ipg system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.